Event description:
It was reported that during an unknown procedure, it was observed that the device cut after firing but the integrity of the cutline was questionable. The cutline and staple formation appeared to not deliver the expected result as in previous surgeries. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 01/03/25. D4: batch #unk. B3: only event year known: 2024. Additional information was requested, and the following was obtained: did the device deliver any staples? Unknown. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. Did the device cut? Unknown. If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? If there was a different issue, please specify. The cutline and staple formation appeared to not deliver the expected result as in previous surgeries. A manufacturing record evaluation was performed for the finished device lot/batch number, c9e52e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.